Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e serial #: (B)(4), description: infinion 1x16 perc lead.

Event description:
A report was received that the patient was urinating frequently and was not getting adequate pain relief. It was noted that the symptoms persisted even when the stimulation was turned off. The patient underwent a procedure wherein the leads were pulled. The patient was doing well.